Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer did not open successfully due to solenoid plunger clip was broken. A field service engineer (fse) replaced solenoid plunger assembly for affected matrix drawer to resolve the issue. Then the matrix drawer was reinstalled into cabinet and reconnected pyxibus cable. Then the drawer operation was tested through application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was making grinding noises and continued to fail. User tried to recover but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.